Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used on the ampulla of the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2013. According to the complainant, during the procedure, the sphincterotomy was successfully performed. The physician attempted to cut further, however, the cutting element of the tome did not work. The erbe generator was checked and ¿all was okay¿. Reportedly, there was no visible damage to the device. Additionally, a bsc active cord was used in this procedure. The procedure was completed with a second autotome rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact patient age is unknown; however the patient was reported to be over 18 years old. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.